Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient passing away from cardiac arrest. Currently, there are no allegations against any fresenius products involved in this event. It is unknown if the patient¿s pre-existing conditions of diabetes and hypertension contributed to the patient passing away. There is currently no available death certificate for review. Based on the provided information, it cannot be determined if there is a causal relationship between the patient passing away and the use of the liberty cycler or any fresenius product. Should additional new information be made available this clinical investigation will be reevaluated. Plant investigation: this is a report of a patient who passed away while connected to their liberty cycler for peritoneal dialysis therapy. The device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the cause of the reported incident could not be reached. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away while connected to their cycler for peritoneal dialysis therapy. Peritoneal dialysis treatment had already been completed when the patient was found unresponsive in their home. The cause of death was reported to be cardiac arrest secondary to diabetes and hypertension. There were no reported issues with the cycler and no reported overfill or overload events leading up the patient¿s passing. At the time of this report, neither a death certificate nor an end stage renal disease death notification were available for review. It was noted by the patient¿s peritoneal dialysis registered nurse that the patient had a history of noncompliance with their peritoneal dialysis therapy and their dietary restrictions. The patient had missed multiple clinic appointments and eventually stopped going to their clinic for peritoneal dialysis therapy twenty four days prior to the day they passed away. Additional information was requested but was not available.

Manufacturer narrative:
The aware date for this report is 2017-10-06.